Manufacturer narrative:
(B)(4). Additional information. The samples were received for evaluation on (B)(6) 2011. One actual and 63 companions samples were received for evaluation. A visual inspection was performed to the sets and the results were satisfactory; all components were present, in the right position and complete. The actual sample was visually inspected, but not removed from the plastic bag because the sample was contaminated with chemotherapy. The companion samples were submitted for an underwater leak test and no leakage was observed. The samples were then submitted for a hand pull test to the bonding assemblies and the components were not separated. The reported condition was not confirmed and no root cause was identified. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4).the sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
The customer reported to baxter (B)(4) a y-type microbore extension set in which a leak occurred. According to the report, an unknown chemotherapy drug leaked from an unknown area of the closed system of the catheter extension set onto a gauze pad. The condition occurred during infusion on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.